Event description:
It was reported that during a prolonged ptca/stent procedure in the mid left anterior descending, the guide wire appeared prolapsed, wavy and more radiopaque than expected. Upon removal, the guide wire was reported to be intact. This event is being reported based on investigative analysis.